Manufacturer narrative:
Result: fowler link bracket.

Event description:
It was reported by service report that the fowler link bracket was broken and the fowler could not be lowered. No pt involvement or adverse consequences are reported.